Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on his right side on or about (B)(6), 2006 (left side was entered in a separate complaint). Patient experienced significant pain, discomfort and soreness; difficulty walking and performing routine activities of daily living; elevated levels of chromium and cobalt in his blood. Patient will be having the right asr hip explanted after he recovers from the recent explantation of his left implant.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.